Event description:
Patient developed leg pain and foot drop status post an angiogram from the left leg. A mynx closure device was applied to the left femoral groin. Four days later, a diagnostic test revealed arterial occlusion to the left leg. Patient went to cath lab for iliac angiogram with runoff to the foot. Export thrombectomy performed, fair amount of foamy white material was aspirated from the anterior tibial and posterior tibial arteries.